Manufacturer narrative:
E1 - name and address: (B)(6). Claim # (B)(4).

Manufacturer narrative:
H6: work order search: one additional similar complaint type event within associated lots was found. Iris pigment dispersion and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, pigment dispersion and significant reduction of iridocorneal angles. Due to excessive vault, pigment dispersion and significanr reduction of iridocorneal angles. The lens was removed. Cause of the event was reported as other. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.